Event description:
Patient reported, right side rupture and "effusions". Device remains implanted.

Manufacturer narrative:
Two device information was received, but not correlated to side. Device 1: lot#: 2209435; sn#: (B)(6). Device 2: lot#: 2214849; sn#: (B)(6). The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.